Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H6) based on the device evaluation and investigation, it is suspected that the patient condition/target lesion being a cto contributed to the difficulty of hydration reaching the treatment site. The lack of hydration resulted in the damage to the distal tip of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During use, the distal tip of the catheter appeared charred; therefore, the device was removed, and the case was aborted with no reported patient harm. The patient will be scheduled to have bypass due to patient condition (severe cto). Upon device evaluation on (B)(6) 2025, visual inspection of the turbo-elite found missing and charred epoxy, with chipped fibers at the distal tip. This report captures the turbo-elite with missing material, potential for harm.